Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had over-corrected the food bolus and the blood glucose (bg) level dropped to 49 mg/dl. The customer consumed cookies, protein bars and juice to address the bg level. There was no device malfunction reported.